Event description:
Patient in for laparoscopic assisted sigmoid colectomy with possible colostomy. After specimen taken out (sigmoid colon), an eea circular stapler was inserted into patient's rectum to connect rectum to colon. During this procedure the stapler malfunctioned, stapling when not fired. New staple had to be opened; rep in the room.